Event description:
The customer reported that while she was wearing her insulin pump. Her blood glucose dropped low and she was on the floor. The customer stated that the "emergency system when you fall is supposed to go" but for the past three times, it had not done that. The customer was possibly indicating that the threshold suspend was not kicking in. She stated that her blood glucose was 110 mg/dl. The customer also stated the buttons on the insulin pump were not working correctly. The customer further mentioned that her vertigo had something to do with her passing out and her blood glucose was 99 mg/dl. A low reservoir alarm was received. The customer was assisted with programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).